Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high threshold and low pacing impedance was observed on the right ventricular lead. The device was reprogrammed and further intervention is anticipated. The patient was stable with no adverse consequences.